Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.a lot history review (lhr) of refp1117 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refp1117) have been reported from the same facility. H3 other text : device not returned for evaluation.

Event description:
It was reported that two guidewire stylets bent and/or fractured off during PICC insertion. No other information was provided. This report addresses the second device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that two guidewire stylets bent and/or fractured off during PICC insertion. No other information was provided. This report addresses the second device.